Event description:
Customer reported that doctor has stuck himself with a needle due to defective needles. This is the second report of this event from the same customer. (The first was reported in report #3004827015-2016-00004). The customer did not provide any further narrative on this event.